Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was not confirmed. The unit was tested and continuous energization was performed, but no image black was noted. However, a physical examination did reveal that the video connector was not properly secured and had rattling present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during an operation, his olympus visera elite video system center was providing an intermittent image. According to the initial reporter, the image would black out momentarily and noise would be generated in the image. Reportedly, the facility completed the procedure using a similar device with no harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomena of ¿image blackout¿ and ¿noise were not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.